Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump developed a cracked, unresponsive touchscreen, the user did not know how the damage occurred, and a replacement was arranged with instructions provided for shutdown, data sync, and return; the original unit was later returned, and a subsequent shipment issue led to reshipping via the specified carrier. Symptoms included no alerts or alarms and no reported adverse clinical effects. Outcomes included device replacement with the expectation to restart setup on the new device and continued cgm use per guidance. Investigation included customer support troubleshooting, education on device shutdown and data handling, logistics review of shipment and delivery status, and retrieval of the original device. Investigation of this case revealed physical damage to the display assembly that rendered the screen nonresponsive, consistent with a mechanical break of the user interface component. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage unrelated to device manufacturing or design.